Manufacturer narrative:
It is reported the screws were discarded by the facility, therefore no product is able to be evaluated. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A billing sheet was received indicating six screws were wasted. Upon follow up the distributor reported the reason the screws were wasted is they were the wrong size. The screws were removed and screws of a different size were implanted in the same holes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product identity could not be confirmed due to the parts not being returned. This complaint was opened because a bill-only purchase order was submitted indicating that these parts were inserted and then removed during a procedure. In a follow-up correspondence, the distributor provided that the surgeon inserted and then removed the screws because he wanted to use a different size. There was no alleged malfunction of the implants; therefore the complaint is considered unconfirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to surgeon preference. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report, follow-up type, additional narratives/data updated to reflect the results of the investigation.